Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to a high blood glucose on (B)(6) 2017 9:14am. The customer reported car accident where motorcycle lost control. The blood glucose value at the time of admission 267 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. The customer states the physician held him overnight to treat his broken hand and check for infection. The customer¿s blood glucose level is 200 mg/dl. The customer declined troubleshooting for the high blood glucose level. The customer¿s mother reported accident was the day before hospitalization and the customer¿s blood glucose level was 467 mg/dl. The customer was unable to treat as the infusion set had come out and the mother could not get another infusion set inserted. The customer did a complete troubleshoot of the insulin pump. The insulin pump will not be returned for analysis.